Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the left arteriovenous (av) fistula. The device was primed. Aspiration was initiated inside the body. However after 5 seconds, the device stopped during aspiration and a prime catheter error message displayed. The procedure was completed with another angiojet device. There were no patient complications reported.